Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one year follow up imaging procedure. The imaging showed that there were no issues with the closure device. The physician switched the patient to a single antiplatelet therapy regiment. Two (2) years post procedure the patient came in for a follow up procedure and a device related thrombus was noted to have formed. The physician has started the patient on an anticoagulation medication to dissolve the thrombus.